Event description:
New information notes that the infection was patient issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that suspected post implant infection was observed. No further information provided.